Event description:
This record is un-reporting due to device not PMA approved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6a, d6b, g4, h4.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant rupture". Diagnosed via us and MRI. This record is for an unknown side. Device status is unknown.